Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was stuck in pairing with the ilet for an extended amount of time while continuing to send readings to the dexcom app, consistent with an intermittent communication failure involving the electrical/magnetic subsystem, specifically the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communications with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 resulting in intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.